Event description:
Device was returned for service. During service, technician found bearing worn from use, overheat. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearings were damaged and the device overheated. This was attributed to normal wear. Maintenance was performed and the device was returned to the customer on 06/27/2013.